Event description:
The customer stated, that after the procedure for ventricular tachycardia was completed, the patient became hypotensive and experienced bradycardia. It was reported the echo was performed and pericardial effusion was found. The physician is said to have performed resuscitation, CPR etc. For 1 hour, but his attempts failed and that the patient expired on the table. The case was said to have started as a carto rmt case, but ended as carto only case without stereotaxis using an 8mm navistar catheter. Other details of the catheter were not available.